Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic). Additionally, rv lead oversensing was noted on stored electrograms (egm). Additional diagnostic testing was performed. The rv lead oversensing could not be reproduced and other perimeters were in normal ranges. The patient will be closely monitored, and the rv lead remains in use. No patient complications have been reported as a result of this event.